Manufacturer narrative:
The device is currently being investigated by resmed in (B)(6) and the investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device would not charge its battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral main pcba at resmed. The reported battery charging issue was confirmed. The investigation determined that the charging issue was due to a damaged battery component. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).